Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's calcification contributed to the dissection.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the left transfemoral artery approach, a dissection was observed when digital subtraction angiography was performed. Surgical treatment was performed. The cause of the dissection was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0011970005); and product type: 0195-heart valves. Product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; and implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.